Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The (B)(6) re-operated (B)(6) 2015 because of screw perforation from earlier dese system from stryker(xia) re-operated with expedium. Now it is realized that the expedium construction is broken and the plan is to re-re-operate (B)(6) 2018. No further information at this time. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.